Event description:
It was reported the device displays a message of low battery. No patient involvement reported at this time.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to determine the final disposition of the device because the customer has not responded to our requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.